Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported observation of ¿uncomfortable stimulation and nearing elective replacement indicator¿ was not confirmed. The root cause of the reported observation was not ascertained as the device had normal battery depletion and had not declared elective replacement indication (eri). The uncomfortable stimulation was not confirmed and based on the event details appeared to be the result of the patient¿s body position. The leads were not returned. The estimated longevity would have been 3.2 years +/- .25-year per ¿ 90205144, when using the burst 5/15 seconds cycle mode for assuming 1000-ohm program impedances, for model 3662. The total stimulation on time was 1231 days or 3.37 years, suggesting the device had normal battery depletion at the time of the observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation in their back while laying down. In turn, surgical intervention may take place to address the issue.